Event description:
It was reported that during sterilization on an unknown date, device was dropped, broken pin, bent, and jammed. Damaged comb found during investigation. There was no patient involvement or impact. Due diligence information complete as no additional information provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was bent, and the shoulder bolt and cap nut were damaged. The comb, bolt, and nut were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.